Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Event description:
All of the buttons on the insulin pump had frequently no or intermittent button response. Customer's blood glucose was unknown. The device wasn't dropped or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.